Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Engineering analysis completed on (B)(6) 2020. Design-related issues: the design of this equinoxe cage glenoid has been in the field since 2011. Exactech is aware of 22 complaint reports involving a revision related to the disassociation of a cage glenoid since 2011. The sales data for all cage glenoid components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any other complaint reports involving parts from the cage glenoid manufacturing lots. The manufacturing records for this device only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this equinoxe cage glenoid, (B)(4), was reviewed. The risk is captured in lines 18 and 67. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The revision reported was likely the result of a rotator cuff tear. The reason for the reported peg disassociation could not be determined but may have been the result of drilling the peripheral peg holes at an angle, not fully seating the cage glenoid component at the time of implantation, eccentric loading of the glenoid component if the reported rotator cuff tear resulted in the humeral head shifting superiorly, a traumatic event, and/or the surgeon imparting a force to the glenoid polyethylene body during the revision surgery. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The reported peg disassociation was resolved by removal of all pieces by the surgeon. An investigation was conducted: the revision reported was likely the result of a rotator cuff tear. The reason for the reported peg disassociation could not be determined but may have been the result of drilling the peripheral peg holes at an angle, not fully seating the cage glenoid component at the time of implantation, eccentric loading of the glenoid component if the reported rotator cuff tear resulted in the humeral head shifting superiorly, a traumatic event, and/or the surgeon imparting a force to the glenoid polyethylene body during the revision surgery. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. Equinox square torque define screw drive kit (cat# 300-20-02 / sn#:(B)(4)); equinoxe, humeral head short, 53mm (beta) (cat# 310-01-53 / sn#:(B)(4)); - equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / sn#:(B)(4)).

Event description:
It was reported from the us that a patient had original left total shoulder replacement performed on (B)(6) 2019. This patient was brought in for revision surgery because there was a suspected rotator cuff tear and also, they had limited range of motion. The surgeon dissected down to the joint and dislocated the shoulder. He then used the head "popper" tool to get the humeral head off. He then used the screwdriver to remove the screw holding on the replicator plate. He also then removed the replicator plate leaving the stem in place. He then turned his attention to the glenoid and when he got it properly exposed the plastic part of the caged glenoid fell right away from the patients glenoid. Two peripheral pegs and the center peg remained behind in the patient. The surgeon then attempted to remove these pegs with the appropriate tool from the tray. After some time, he was able to retrieve them all. After all of the previous implants, except for the stem were removed he began working to prepare the glenoid for an rsa. He implanted an 8-degree posterior augmented plate with 4 screws and locking caps. He then attached the 42mm glenosphere with locking screw. Following this the surgeon then trialed and decided to go with a +0-adapter tray and +0 42mm liner. The surgeon implanted the final components and began closure of the patient. The patient left the or stable and is expected to have a good outcome. The devices were not received as the hospital does not allow bio-contaminated implants to leave the or. No other information has been provided about the event by the contacts.